Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrode non-functional) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire between the distribution node (dn) and ECG b. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the open pulse wire.

Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.